Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time the device remains implanted. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to low of range pacing impedances. Further review of the data showed that a single out of range measurements was recorded, while previously measurements had been within normal range. In addition noise was also recorded. It was suspected that the noise measurements is one of a potential reason for the low impedance measurements, however, an evaluation of the lead was discussed. No adverse patient effects were reported.